Event description:
The following information was provided: during preop setup, it became apparent that multiple screws had come loose from the offset reamer handle out of the mako hip instrument kit, and was falling apart. Case type / application: tha 4.0.